Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had difficulty charging ipg and was having inadequate pain relief. It was also reported that the patient was also experiencing increased pain. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.